Event description:
A complaint of imprecise sequential readings was received on a customer's xceed blood glucose meter. The customer obtained readings of 7.6 and 27.8mmol/l within a ten minute timeframe. There was no report of death, serious injury or mistreatment.